Event description:
It was reported the doctor could see the filter coming out of the sheath, but then in a matter of a few seconds, he could no longer see the filter. The filter was placed in the or under a c-arm. The doctor believes the filter did not fully expand, and thus is migrated to the right atrium where the apex is at 3oclock. The doctor has referred the case to an interventional cardiologist who potentially will try to retrieve the filter. The patient is still asymptomatic. The patient's ivc ID was not measured prior to placement of the filter.

Manufacturer narrative:
The device history records were reviewed and confirmed that the lot met all release criteria. Neither the filter nor the delivery system were returned for evaluation. Based on the information submitted, the results of the investigation are inconclusive and the root cause is unknown. The current IFU (instructions for use) for this device states: complications may occur at any time during or after the procedure. Potential complications include, but are not limited to: 1. Migration. Movement or migration of the filter is a known complication of vena cava filters. This may be caused by placement of ivcs with diameters exceeding the appropriate label dimensions specified in the IFU. Migration of filters to the heart or lungs have also been reported in association with improper deployment, deployment into clots, and/or dislodgement due to large clot burdens. The current IFU (instructions for use) states the following: if the ivc diameter exceeds 28mm, the filter must not be inserted into the ivc. Procedural and patient factors may have contributed to this event. It was reported that the vena cava diameter was not measured at the time of implant. The information for use for this device states: warning: do not deploy the filter unless the ivc has been properly measured. Caution: when measuring the caval dimensions, consider an angiographic catheter or intravascular ultrasound if there is any question about caval morphology. If the ivc diameter exceeds 28mm, the filter must not be inserted into the ivc.